Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review of alinity I stat high sensitive troponin-I, reagent lot 75638ud00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 75638ud00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 75638ud00. Historical performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot(s) are within established limits and comparable to the historical reagent lot performance. A labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot 75638ud00 was identified.

Event description:
The customer observed falsely decreased alinity I stat high sensitive troponin-I results which questioned by the physician on a patient. The results provided were: on (B)(6) 2025, sid (B)(6), (11) initial=21.62 pg/ml (reference range= < 34.1 pg/ml)/repeated=25.02 pg/ml /on roche=1802 pg/ml. Previous history on roche on (B)(6) 2025=3292 pg/ml and 3600 pg/ml (reference range= < 14 pg/ml), on (B)(6) 2025 on alinity=18.15 pg/ml /on roche=1647 pg/ml there was no reported impact to patient management.

Event description:
The customer observed falsely decreased alinity I stat high sensitive troponin-I results which questioned by the physician on a patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial=21.62 pg/ml (reference range= < 34.1 pg/ml)/repeated=25.02 pg/ml /on roche=1802 pg/ml. Previous history on roche on (B)(6) 2025=3292 pg/ml and 3600 pg/ml (reference range= < 14 pg/ml). On (B)(6) 2025 on alinity=18.15 pg/ml /on roche=1647 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.